Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call large discrepancies between sugar glucose and blood glucose. Customer's blood glucose level was 4.8 mmol/l. Customer's sensor glucose level was 3.6 mmol/l. Troubleshooting for the blood glucose vs sensor glucose was performed. Customer advised they do not use the adhesive tape since they are allergic to it. Customer advised the insulin pump and the fingerstick have large discrepancies. Customer's current isig was 10.12 while their finger stick value was 4.5 which is a large difference. Customer was advised that a replacement sensor would be sent out. Customer advised to closely monitor their glucose levels.